Event description:
The issue reported involved the t:slim x2 pump battery not charging, accompanied by a power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using a different cable, but the issue persisted. Tandem technical support sent replacement charging supplies via two-day shipping, which resolved the issue upon receipt. No further action was required, and the case was closed.